Event description:
Additional information was received from the healthcare provider (hcp) on 2026-mar-04. The hcp reported that the cause of their device hurting and getting a tingle burn was unknown. They reported that what most likely caused or contributed to this issue was that the voltage on the stimulator was turned too high. They reported that steps taken to resolve the issue included that the device stimulation was already decreased. The patient was re-educated on how to make adjustments. The hcp did not answer the question "has this been resolved."

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urinary urge incontinence. It was reported that their device was hurting, and that they were getting a tingle burn. Patient also stated that they occasionally felt it in their vaginal cavity. Agent walked the patient through connecting to the ins. Patient was able to connect to the ins, and decrease the stimulation to a comfortable level on the bike seat area. Patient to monitor the issue, and redirected to the hcp if it persists.